Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The analysis was performed by asahi intecc. Co. Ltd: when returned, the sion 300cm guidewire was stuck with an unknown microcatheter. Removal of the guidewire was attempted, but the guide wire could not be removed. A lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. Though detail of the complaint was not provided, it is supposed that, when removal of the microcatheter was attempted because of unknown circumstance, it could not be removed as the devices were getting stuck to each other due to an unidentified cause. The inspection of the guidewire shaft revealed that the shaft dimensions meet product specifications, and all the shipped products are inspected for meeting the specifications and shipping criteria, there is no indication of a product deficiency. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Event description:
It was reported that during a procedure the sion guide wire was noted to be defective/operates differently; the specific issue was not provided by the reporter. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the guide wire met resistance and was stuck with an unspecified microcatheter and could not be removed.

Manufacturer narrative:
(B)(4).